Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 00:00:38. During night drain cycle three, the patient's ultrafiltration reading was 1939ml, indicating the home patient (hp) drained 1939ml more than their maximum programmed fill volume of 2900ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. A review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 1939 ml during therapy initiated on (B)(6) 2011 at 00:00, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. Review of the event log revealed the user performed 2 manual drains after cycle 4 drain. The first manual drain was completed on (B)(6) 2011 at 12:28:29 with an actual drain volume of 1701 ml, the second manual drain was completed on (B)(6) 2011 at 12:38:24 with an actual drain volume of 101 ml. Cycle 4 drain was completed on (B)(6) 2011 at 12:13:39 and the user's actual drain volume during cycle 2 was 2394 ml. The total actual drain volume for cycle 4 is 4196ml which is 144.7% of the largest prescribed fill volume (lpfv) of 2900 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.